Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 with a blood glucose level of 40 mg/dl. Customer stated that she was ill and not eating much. Customer's blood glucose was low at 46 mg/dl and she managed to get it up but the next morning she went low again. Customer treated with orange juice and glucose tablets. Customer stated that she fell off the toilet and the ambulance came. Customer's blood glucose was at 40 mg/dl. Customer's blood glucose went up to 400 mg/dl while she was at the hospital. Customer's blood glucose was going up and down at the hospital. Customer was treated with manual injections and was put on a strict diet at the hospital. Customer stated that she left the hospital with normal blood glucose levels and her basal rates were changed on the insulin pump. Customer's blood glucose was 140 mg/dl when she went home. Customer was wearing the pump at the time of the hospitalization. Customer has not had any low readings.